Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event (ae): dissection. Onset of ae: during the procedure. It was reported that during a circumflex artery stenting procedure, in a mildly tortuous vessel and mildly calcified lesion, a dissection was noted upon deployment of the xience v stent. A second xience v stent was deployed to treat the dissection. There was no adverse patient sequela reported. There was no additional information provided.